Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a damaged insulation at a distance of some 30 cm distal to the df4 connector. In that section, the lead body was found squeezed and deformed. The coating of the cable to the rv shock electrode and to the ring electrode were found damaged in this area. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - noise on the rv lead was observed via a home monitoring report. Two separate events were detected and recorded in the vf zone on (B)(6) 2015. There is noise on both the rv iegm and on the far-field channel. In both cases, the device began to charge before aborting the shock. The lead was extracted and replaced, and was returned for analysis.